Event description:
False positive result (s).my whole family took these tests and half of us tested positive. We all freak out and get an actual test and we all test negative. How can you sell a product that's wrong half the time? Don't bother with it. Save your money and wait to get an actual rapid test.